Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient presented in the ER with a pump that "ran dry". The healthcare professional (hcp) was not aware of any symptoms at the time of this report. An critical alarm was occurring; heard and confirmed by telemetry. An alarm due to zero ml reservoir volume reached had occurred. It was noted, the hcp wanted to know what it meant that "55.5 ml dispensed". The pump was used to deliver baclofen. It was further reported, the cause of the empty reservoir alarm was a missed refill. The patient never came in for their refill. The patient recovered without permanent impairment.